Event description:
The manufacturer received information alleging a ventilator's display was not functioning. There was no harm or injury reported. The device was not in patient use. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's display board and front panel/keyboard led board were replaced to address the issue.